Manufacturer narrative:
The user facility stated that the event occurred during a test cycle at the beginning of a day. No instruments were affected as a result of the reported event. The unit was removed from service pending evaluation from a steris service technician. A steris service technician arrived on-site, inspected the unit, and identified the door gasket required adjustment. The technician adjusted the door gasket, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported that their 20" eagle sterilizer was leaking steam. No injury, procedure delay, or cancellation was reported.